Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. To resolve this, the customer changed their infusion set and cartridge before resuming insulin use. The case was closed by technical support as no additional assistance was deemed necessary.